Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use of the device for cardiopulmonary bypass, the air bubble sensor did not function as expected. There was no adverse consequences to a pt as a result of this event.